Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. No trip was identified. No further action was required. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. On 01 oct 2025 and 12 oct 2025, adc received additional information from the customer regarding the reported event. The following sections were updated per the additional information received: section b1 - adverse event/product problem section b2 - outcomes attributed to ae section b5 - describe event or problem all pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint via email was received. A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on the adc meter and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced unspecified symptoms of hyperglycemia and subsequently lost consciousness. The customer was unable to self-treat and was admitted to intensive care via emergency services after one hour of resuscitation. A healthcare professional obtained a laboratory result of 534.0 mg/dl compared to an adc device scan result of 53.0 mg/dl and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 6 days. An emergency doctor reportedly told the customer's caregiver: "if you had called 15 minutes later, your relative would have died." The customer was in critical condition. Medical staff initially planned to place the customer in an induced coma at the hospital. However, following the hour-long CPR, the decision was made to proceed with the coma induction in the ambulance. At the hospital, the customer underwent several hours of intensive treatment due to acidosis and dehydration. Approximately 3 liters of fluids were administered. The plan was to bring the customer out of the coma on thursday morning, but this was moved up to wednesday morning. The customer has no memory of this event, which they described as a positive outcome. An endocrinologist monitored the customer for five days during their hospital stay. The customer was discharged on monday, (B)(6) 2025. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A complaint via email was received. A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on the adc meter and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced unspecified symptoms of hyperglycemia and subsequently lost consciousness. They were unable to self-treat and were admitted to intensive care via emergency services after the emergency team performed resuscitation for one hour. The customer's blood glucose level was reportedly 1,100 mg/dl. An emergency doctor reportedly told the customer's caregiver: "if you had called 15 minutes later, your relative would have died." The customer was in critical condition. Medical staff initially planned to place the customer in an induced coma at the hospital. However, following the hour-long CPR, the decision was made to proceed with the coma induction in the ambulance. At the hospital, the customer underwent several hours of intensive treatment due to acidosis and dehydration. Approximately 3 liters of fluids were administered. The plan was to bring the customer out of the coma on thursday morning, but this was moved up to wednesday morning. The customer has no memory of this event, which they described as a positive outcome. An endocrinologist monitored the customer for five days during their hospital stay. The customer was discharged on monday, 04-aug-2025. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. No trip was identified. No further action was required. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.